Event description:
I am a pharmacist, user of contact lenses and casually I bought on may, the solution from amo in chile, I began with great tearing and with troubles with my contact lenses, I have been using night and day lenses from ciba vision that are supposed to be used for 30 days, now I have to throw them at least after 3 days of use I am very afraid because we don't have in another country, the information I discover today in FDA about acanthamoeba keratitis infections potentially related to complete moistureplus multipurpose contact lens solution manufactured by advanced medical optics amo. I have gone to doctors before knowing this, I also practice an eye-ecography but nothing appeared. There is no treatment, what do I do, I work for 28 years as chief pharmacist, and I must solve this problem and get my eyes cured. Please help me. Dose: 5 ml. Frequency: night. Route: ophthalmic. Dates of use approx one month in 2007, 36 days. Diagnosis: for my contact lenses in the night. Event abated after use stopped: no.